Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). 2016 v-sics since (B)(6) 2016. Six nst episodes with v-v intervals less than 220 ms on (B)(6) 2016 lead failure predictor triggered on (B)(6) 2016 for v-sics and nsts. Right ventricular pace impedance steady at approx. 656 ohms through (B)(6) 2016, rises to 1292 ohms by (B)(6) 2014. Concomitant product: product ID d354drg ICD psc601486s, implanted: (B)(6) 2010.

Event description:
It was reported that there was high impedance, episodes of noise and possible fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.